Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be damage due to external influences. The defective part (pulley / cable hanger wheel) was not returned for investigation; however, the photos provided by the service technician gave clear indications of the underlying problem. The images showed mechanical damage of the cable hanger wheel which occurs when forces perpendicular to the movement direction are applied by external influences. If the wheel is already damaged in that way, the entire wheel hanger can slip out of the guide rail and fall a maximum of 1.3 m downwards. It cannot fall on the floor as it is still attached to the wiring harness which hangs in loops from the ceiling. It is assumed that lateral forces, such as mechanical impacts on the roll, damaged the part. The affected part was exchanged by the local service engineer and the error did not reoccur. The spare part consumption of this part is very low and the manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. After completing an examination, the pulley slipped out of the rail when moving the overhead travel monitor toward the end of the table. There is no report of impact to the state of health of any patient or operator involved.